Manufacturer narrative:
Product complaint #: investigation summary: today I received in a jar a broken ceramic head with a pinnacle altrx of the patient (removed name), of which I was not aware of this piece that was stored in the center. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that the delta cer head 12/14 32mm +5 has fractures. However, the ceramic femoral head cannot be completely reconstructed from the returned fragments. There are fragments missing which could potentially yield further information if they were available. Metal transfer patterns of erratic appearance on the polished surface and on the fractured fragments were observed. This kind of secondary metal transfer is typically caused by chafing between metal parts and/or surgical instruments and the ceramic head. Such patterns do not provide any information about the cause of the fracture. In case of symmetrical taper fit between the ceramic head and the metal taper of the stem, thin concentric lines (primary metal transfer) are expected over the whole circumference in the taper top region of the ceramic head. The primary metal transfer can be found with strong and uniform intensity across a large part of the conical bore surface. The zone of metal transfer seems to reach over the entire contact of length with the metal stem taper, it has clear boundaries at its proximal and its distal end, and it does not show any transition at the distal end. These conditions are not consistent with the typical characteristics of the expected normal primary metal transfer. Furthermore some regions can be found with a markedly reduced or absent metal transfer, that missing primary metal that the interface was distributed during the assembly of the femoral head and metal stem, potentially by contaminations such as tissue shreds. Such disturbances can lead to decrease of the burst strength of the femoral head. On one of the fracture surfaces the primary metal transfer cannot be evaluated due to secondary surface deterioration. From the fracture surfaces it is obvious that fragment were chafing against each other in the period between the primary failure event and the delivery of the fragments. Due to this mechanism, intensive chipping occurred at fracture surface edges and on the fracture surfaces, therefore, further information was likely lost which may been helpful in the the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic femoral head, the primary fracture surface coincides with the femoral head axis . A part of the primary fracture surfaces and the region of the fracture origin can be identified. However, the precise fracture origin itself cannot be determined due to referenced secondary damage and missing fragments. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the fracture of the femoral head cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the observed fracture of the delta cer head 12/14 32mm +5 may have been caused by disturbances at the interface between metal stem and femoral head leading to an increase of mechanical stress. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [136532320 / 9332599] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The microstructure as obtained from the quality documents meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The microstructure as obtained from the quality documents meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [136532320 / 9332599] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Today, in a jar a broken ceramic head with a pinnacle was received, of which I was not aware of this piece that was stored in the center. There are 2 implementation dates in 2018 (consumption not available). (B)(6) 2020 second implementation. (B)(6) surgical cleaning.